Event description:
Surgeon using an endo gia ultra universal stapler 12mm (ref: egiaustnd) with a 30mm 3.5 load (catalog #030419). Surgeon went to fire it, and it only cut and did not lay down staples, causing damage to the bowel. Another stapler obtained to complete surgery. Patient being monitored. Procedure was exploratory laparostomy, total abdominal colectomy, reconstruction with ileal pouch anal anastomosis, and diverting loop ileostomy. Patient was discharged.